Event description:
It was reported that the patient underwent a tlif at levels l5-s1 using rhbmp-2/acs. At an unk time post-op, the patient presented with severe pain and numbness in his leg. MRI and x-ray showed bone resorption. The patient underwent a revision surgery 76 days post-op, due to the bone resorption.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.